Manufacturer narrative:
An event of complete heart block and bradycardia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the reported complete heart block and bradycardia appears to be related to procedural circumstances (pre-bav). The reported unexpected medical intervention was a result of case specific circumstances as a temporary pacemaker was placed. The reported hospitalization and surgical intervention were result of patient hospitalized to monitor the rhythm and a permanent pacemaker implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vison transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a flexnav delivery system. Length of membranous septum was 5mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Dilatation was performed via balloon valvuloplasty (bav). When pre-bav was performed, patient went into complete heart block. Temporary pacing was applied and the navitor was implanted successfully at a depth of 3mm. There were no malfunctions with the abbott devices. After implantation, the patient returned to baseline atrial fibrillation but with bradycardia. Rhythm was monitored with temporary pacing. Following the monitoring period, it was decided to implant a permanent pacemaker. The patient was reported to be stable.